Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. The patient had a medical history of leukocytosis (she was started on ampicillin, gentamicin and clindamycin. Gn), submucous leiomyoma of uterus, parity 2, gravida ii, breast pain, shortness of breath, drug allergy (neosporin ophthalmic), obesity, rectal bleeding, depression, smoker and hyperlipidemia. Previously administered products included: ibuprofen and oxycodone and acetaminophen for pelvic pain female and wellbutrin, prozac, amoxicillin, guaifenesin, metronidazole and simethicone. The patient had a family history of diabetes mellitus and blood pressure high. As concurrent condition the report mentioned menorrhagia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2679 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the device was placed without complication or incident with 2coils visible at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): she had a CT of her a&p which showed mottledse wags. [Pathology test] on (B)(6) 2018: specimen (s) received uterus, cervix, bilateral fallopian tubes. Final pathologic diagnosis uterus, 121 grams: submucosal leiomyoma at fundus. Superficial adenomyosis. Endometrium: benign weakly proliferative. Cervix: no pathologic diagnosis. Benign fallopian tubes with benign paratubal cyst. Clinical history/diagnosis menorrhagia, fibroids. Macroscopic description macroscopic description the specimen is submitted in formalin and consists of cervix a uterus, and bilateral fallopian tubes there is a 0.5 cm submucosal leiomyoma at fundus of the endometrial cavity. Fibroid is ovoid well circumscribed without hemorrhage necrosis. [Ultrasound scan] (date unknown): this sonogram report was discussed at length, no evidence of endometrial thickening. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. The patient had a medical history of leukocytosis (she was started on ampicillin, gentamicin and clindamycin. Gn), submucous leiomyoma of uterus, parity 2, gravida ii, breast pain, shortness of breath, drug allergy (neosporin ophthalmic), obesity, rectal bleeding, depression, smoker and hyperlipidemia. Previously administered products included: ibuprofen and oxycodone and acetaminophen for pelvic pain female and wellbutrin, prozac, amoxicillin, guaifenesin, metronidazole and simethicone. The patient had a family history of diabetes mellitus and blood pressure high. As concurrent condition the report mentioned menorrhagia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2679 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the device was placed without complication or incident with 2coils visible at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): she had a CT of her a&p which showed mottledse wags [pathology test] on (B)(6) 2018: specimen (s) received uterus, cervix, bilateral fallopian tubes final pathologic diagnosis uterus, 121 grams: submucosal leiomyoma at fundus. Superficial adenomyosis. Endometrium: benign weakly proliferative. Cervix: no pathologic diagnosis. Benign fallopian tubes with benign paratubal cyst. Clinical history/diagnosis menorrhagia, fibroids macroscopic description macroscopic description the specimen is submitted in formalin and consists of cervix a uterus, and bilateral fallepian tubes there is a 0.5 cm submucosal leiomyoma at fundus of the endometrial cavity. Fibroid is ovoid well circumscribed without hemorrhage necrosis. [Ultrasound scan] (date unknown): this sonogram report was discussed at length, no evidence of endometrial thickening. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.